Manufacturer narrative:
E1: initial reporter phone no.(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect open door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "pump does not alarm when latch door is open" was reproduced. A review of the event history log revealed "system error 320 - latch switch error!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the faulty upper latch switch. The upper auxiliary required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.